Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that system gave an error message of image disk error. After reviewing log file, fse found that there is an image disk error. Fse replaced ippc and hard drives. After replacement of ip-pc and hard drive, the system returned to use in good working order. The defective part was returned for analysis and showed that the ram/memory was failed. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system gave an error message of ¿image disk error¿, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) replaced the image processing computer along with a hard disk and returned the system to use in good working order.